Event description:
It was reported that during the software upgrade procedure, the device was "hanging" for about 1.5 hours and it does not power up any more. There was reportedly no patient involvement.